Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 14105009, model/catalog description: linear 3-4 lead 50 cm; model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17549389/17549389, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads were having high impedances. The patient underwent an explant procedure.